Manufacturer narrative:
Batch review performed on 20 december 2021: lot 141808: 50 items manufactured and released on 22-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date all items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager more than 6 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. Visual inspection performed during the arthroscopic procedure revealed the presence of scratches on the femoral component surface. If implant surface damage is relevant, component revision may be recommended. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
At 6 years and 9 months after primary surgery the surgeon performed an arthroscopic removal of the insert screw found loosen in the joint. Some scratches found on the femur during the surgery.